Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci-assisted benign hysterectomy procedure on (B)(6) 2020. The legal document alleges that as a result of the surgical procedure, the patient suffered injuries and/or damages. The plaintiffs¿ attorney alleges that initially after surgery, the patient appeared to do well. She was discharged home the same day as surgery. However, on (B)(6) 2020, the patient contacted a women's care center. The patient was reportedly feeling flush, had not been able to have a bowel movement, and was feeling bloated and nauseous. The patient was instructed to take milk of magnesia, prescribed a suppository. She was also ordered an anti-nausea prescription. It is alleged that during the da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) instrument was throughout various portions of the entire procedure, including during the performance of the colpotomy. The patient suffered a 1.2 cm injury to the anterior wall of the distal sigmoid colon that was not witnessed or diagnosed intra-operatively. This injury ultimately caused peritonitis and sepsis. The patient developed sudden shortness of breath on post-operative day 6 ((B)(6) 2020). Emergency services were called but the patient coded when they arrived on the scene. Resuscitation measures began but the patient was soon pronounced dead after being transferred to a medical center.

Manufacturer narrative:
Based on the information provided, the cause of the reported patient injury leading to the patient's death cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was performed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all multi-use instruments used in the case have been used in subsequent procedures except for a vessel sealer (vs) instrument, which is a single use instrument. A review of the site's complaint history has shown that no complaints were filed against the vs instrument. No images or videos were shared for the event a review of the event was conducted by an isi medical officer and the following additional information was provided: based upon the information in the description of events, the extent to which the da vinci system may have caused or contributed to the described injury cannot be determined. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted benign hysterectomy, the patient developed sudden shortness of breath on post-operative day 6. Emergency services were called but the patient coded when they arrived on the scene. Resuscitation measures began but the patient was soon pronounced dead. It is alleged the patient suffered a 1.2 cm injury to the anterior wall of the distal sigmoid colon that was not witnessed or diagnosed intra-operatively during the da vinci-assisted surgical procedure. The injury reportedly resulted with peritonitis and sepsis. The cause of the operative complication is unknown. The patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.